Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh excision and revision on (B)(6) 2010 due to urinary retention, urinary incontinence and transurethral erosion. It was reported that the patient also underwent urethrolysis, excision of intraurethral mesh tape and full explants on (B)(6) 2011 due to sui. It was reported that following insertion the patient experienced erosion, extrusion, infection, urinary problems, recurrence, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 3/2/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent mesh removal and pv sling placement on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure cystourethroscopy due to stress urinary incontinence and intrinsic sphincter deficiency.

Manufacturer narrative:
.